Event description:
As reported to coloplast though not verified, patient implanted with restorelle direct fix mesh. Later the patient experienced physical injuries, pain, disfigurement, physical impairment, psychological injury and progression of existing conditions.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.